Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: herniamed registry extraction ethicon prolene mesh & prolene soft mesh: (elective incisional hernia repair, open procedures and 1-year follow-up) intraoperative complications: total; yes ethicon-prolene mesh(n)12 (%)1.4; ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)823 (%)98.6 ethicon-prolene soft mesh(n)76 (%)100. Bleeding; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Organ injuries yes ethicon-prolene mesh(n)12 (%)1.4; ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)823 (%)98.6 ethicon-prolene soft mesh(n)76 (%)100. Vascular yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Bowel; yes ethicon-prolene mesh(n)9 (%)1.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)826 (%)98.9 76 (%)100. Bladder; yes ethicon-prolene mesh(n)2 (%)0.2 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)833 (%)99.8 ethicon-prolene soft mesh(n)76 (%)100. Stomach; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Spleen; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Liver; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Others; yes ethicon-prolene mesh(n)1 (%)0.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)834 (%)99.9 ethicon-prolene soft mesh(n)76 (%)100. General complications: total; yes ethicon-prolene mesh(n)30 (%)3.6 ethicon-prolene soft mesh(n)5 (%)6.6; no ethicon-prolene mesh(n)805 (%)96.4 ethicon-prolene soft mesh(n)71 (%)93.4. Fever; yes ethicon-prolene mesh(n)4 (%)0.5 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)831 (%)99.5 ethicon-prolene soft mesh(n)75 (%)98.7. Urinary tract infection yes ethicon-prolene mesh(n)2 (%)0.2 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)833 (%)99.8 ethicon-prolene soft mesh(n)75 (%)98.7. Diarrhea; yes ethicon-prolene mesh(n)1 (%)0.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)834 (%)99.9 ethicon-prolene soft mesh(n)76 (%)100. Gastritis; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Thrombosis; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Pulmonary embolism; yes ethicon-prolene mesh(n)2 (%)0.2 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)833 (%)99.8 ethicon-prolene soft mesh(n)75 (%)98.7. Pleural effusion; yes ethicon-prolene mesh(n)1 (%)0.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)834 (%)99.9 ethicon-prolene soft mesh(n)76 (%)100. Pneumonia; yes ethicon-prolene mesh(n)5 (%)0.6 2 (%)2.6; no ethicon-prolene mesh(n)830 (%)99.4 ethicon-prolene soft mesh(n)74 (%)97.4. Copd ethicon-prolene mesh(n)2 (%)0.2 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)833 (%)99.88 ethicon-prolene soft mesh(n)76 (%)100. Cardiac insufficiency; yes ethicon-prolene mesh(n)1 (%)0.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)834 (%)99.9 ethicon-prolene soft mesh(n)76 (%)100. Coronary heart disease; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Myocardial infarction; yes ethicon-prolene mesh(n)1 (%)0.1 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)834 (%)99.9 ethicon-prolene soft mesh(n)76 (%)100. Renal insufficiency; yes ethicon-prolene mesh(n)4 (%)0.5 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)831 (%)99.5 ethicon-prolene soft mesh(n)76 (%)100. Hypertensive crisis; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Patient deceased; yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)76 (%)100. Others; yes ethicon-prolene mesh(n)10 (%)1.2 ethicon-prolene soft mesh(n)3 (%)3.9; no ethicon-prolene mesh(n)825 (%)98.8 ethicon-prolene soft mesh(n)73 (%)96.1. Postoperative complications: total; yes ethicon-prolene mesh(n)83 9.9 ethicon-prolene soft mesh(n)12 (%)15.8; no ethicon-prolene mesh(n)752 (%)90.1 ethicon-prolene soft mesh(n)64 (%)84.2. Bleeding; yes ethicon-prolene mesh(n)19 (%)2.3 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)816 (%)97.7 ethicon-prolene soft mesh(n)75 (%)98.7. Seroma; yes ethicon-prolene mesh(n)41 (%)4.9 ethicon-prolene soft mesh(n)7 (%)9.2; no ethicon-prolene mesh(n)794 (%)95.1 ethicon-prolene soft mesh(n)69 (%)90.8. Prolonged ileus or obstruction; yes ethicon-prolene mesh(n)4 (%)0.5 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)831 (%)99.5 ethicon-prolene soft mesh(n)76 (%)100. Bowel injury / anastomotic insufficiency yes ethicon-prolene mesh(n)0 (%)0 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)835 (%)100 ethicon-prolene soft mesh(n)75 (%)98.7. Wound healing disorder; yes ethicon-prolene mesh(n)20 (%)2.4 ethicon-prolene soft mesh(n)2 (%)2.6; no ethicon-prolene mesh(n)815 (%)97.6 ethicon-prolene soft mesh(n)74 (%)97.4. Infection; yes ethicon-prolene mesh(n)17 (%)2.0 ethicon-prolene soft mesh(n)2 (%)2.6; no ethicon-prolene mesh(n)818 (%)98.0 ethicon-prolene soft mesh(n)74 (%)97.4. Complication-related reoperations: yes ethicon-prolene mesh(n)33 (%)4.0 ethicon-prolene soft mesh(n)4 (%)5.3; no ethicon-prolene mesh(n)802 (%)96.0 ethicon-prolene soft mesh(n)72 (%)94.7. Recurrence, pain and complications on 1-year follow-up: recurrence on 1-year follow-up; yes ethicon-prolene mesh(n)37 (%)4.4 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)798 (%)95.6 ethicon-prolene soft mesh(n)75 (%)98.7. Pain on exertion on 1-year follow-up; yes ethicon-prolene mesh(n)167 (%)20.0 ethicon-prolene soft mesh(n)16 (%)21.1; no ethicon-prolene mesh(n)668 (%)80.0 ethicon-prolene soft mesh(n)60 (%)78.9. Pain at rest on 1-year follow-up; yes ethicon-prolene mesh(n)111 (%)13.3 ethicon-prolene soft mesh(n)11 (%)14.5, no ethicon-prolene mesh(n)724 (%)86.7 ethicon-prolene soft mesh(n)65 (%)85.5. Pain requiring treatment on 1-year follow-up; yes ethicon-prolene mesh(n)90 (%)10.8 ethicon-prolene soft mesh(n)11 (%)14.5; no ethicon-prolene mesh(n)745 (%)89.2 ethicon-prolene soft mesh(n)65 (%)85.5. Trocar hernia on 1-year follow-up; yes ethicon-prolene mesh(n)2 (%)0.2 ethicon-prolene soft mesh(n)0 (%)0; no ethicon-prolene mesh(n)833 (%)99.8 ethicon-prolene soft mesh(n)76 (%)100. Secondary hemorrhage on 1-year follow-up; yes ethicon-prolene mesh(n)17 (%)2.0 ethicon-prolene soft mesh(n)1 (%)1.3; no ethicon-prolene mesh(n)818 (%)98.0 ethicon-prolene soft mesh(n)75 (%)98.7. Seroma on 1-year follow-up; yes 59 (%)7.1 ethicon-prolene soft mesh(n)6 (%)7.9; no 776 92.9 ethicon-prolene soft mesh(n)70 (%)92.1. Infection on 1-year follow-up; yes, ethicon-prolene mesh(n)43 (%)5.1 ethicon-prolene soft mesh(n)6 (%)7.9; no ethicon-prolene mesh(n)792 (%)94.9 ethicon-prolene soft mesh(n)70 (%)92.1.